Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient started having pain on vaginal area, after turning down stim and they were no longer feeling this pain or discomfort. Patient was scheduled for lead removal tomorrow. Patient was unable to provide daytime frequency but stated in the morning after taking fluid pill they went a lot more and then it started calming down and they would go about every hour after that. Patient switched sides this morning to see if there was a difference and noticed right side was better than the left side, because they were not going as frequently and last time they voided, they felt like they totally emptied which does not happen normally. Patient was not told evaluation involved pain and asked if this was normal. Patient also would like to have leads removed sooner since they were already seeing results. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.